Event description:
Patient woke up in the middle of the night with a low cartridge warning. Patient thought that they had at least 200 units before going to bed. Patient confirmed it thinking it would last until morning. When they woke up, they checked and found that they had 185 units. Patient pulled the plunger out later in the day and found insulin around the plunger. Patient does not know how it leaked.